Manufacturer narrative:
All available information was investigated and the reported clip opening while efaa was confirmed via returned device analysis. The issue appears to be related to a potential product quality issue; therefore, exception (issue) 125584, action (129993) was initiated on 16-mar-2022 to evaluate whether a product quality issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation determined the reported clip opening while efaa appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that during prep, while establishing final arm angle (efaa), the clip would not lock. The device was not used. A new clip was prepped and deployed without issue. There was no clinically significant delay. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).